Event description:
The customer reported the high voltage cable was broken and the monitors were blank. The fse clarified that the live image went blank and the kvp drove to max. There is no report of death or injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.